Manufacturer narrative:
Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated, and the electrical circuit board had failure. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. The manufacturing record was reviewed and found no irregularities. It was concluded that the cause of the phenomenon is to break the circuit board of g1. It was not identified why g1 circuit board was broken. It was estimated that the malfunction is due to aging and deterioration, because it has been six years since the product was manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during an unspecified procedure using the subject device, the subject device was turned off. There was no patient injury reported. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated, and the electrical circuit board had failure.